Manufacturer narrative:
Device history lot part number: 03.010.078. Synthes lot number: pe03365. Supplier lot number: n/a. Release to warehouse date: 05-mar-2018. Expiration date: n/a. Supplier: precision edge surgical products. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Flow: device interaction/functional. Visual inspection performed at customer quality. No issues were noted with the device, its in fair condition with minimal signs of wear and tear. Upon testing the drill bit with the returned drill. The device was function as intended. Once the drill stop reached the measurement etchings the device was able to held in place and did not move until the plunger was depressed. This was repeated along the entire length of the etching trail of the drill bit and functioned every time. The received condition does not agree with the complaint description and is unconfirmed. The complaint condition cannot be replicated with the returned devices. While no definitive root cause could be determined as the circumstances surrounding the complaint are unknown. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: reporter is synthes sales consultant. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a femoral recon nail procedure on (B)(6) 2018, the drill stop slipped on drill bit while drilling for unknown recon screws. The drill stop would no longer locked into the drill bit. It is unknown if there was a surgical delay. No patient consequence reported. Patient outcome is unknown. Concomitant devices reported: unknown recon screws (part# unknown, lot# unknown, quantity # unknown), unknown femoral recon nail (part# unknown, lot# unknown, quantity 1). This report is for one (1) 4.5mm/6.5mm stepped drill bit. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device manufacture date: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.